Manufacturer narrative:
The gehc service representative performed a checkout of the equipment and confirmed the mylar flap of the expiratory flow sensor was stuck to the top of the flow sensor housing. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a flow sensor alarm during preuse checkout. There was no report of patient involvement.